Event description:
End user called for assistance using their device. It was discovered that their calibration strip was out of range. The device was replaced and the defective one returned for investigation.